Event description:
Customer reported device=160 mg/dl and lab= 118 mg/dl. Tests were performed within 10 minutes of each other, fasting and with no medication. No treatment received. A request was made for return product and replacement product was sent.